Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), colitis ischaemic ('gastrointestinal or digestive system condition type: ischemic colitis'), rheumatoid arthritis ('rheumatoid arthritis'), glaucoma ('glaucoma'), malignant melanoma ('melanoma') and lymphoma ('lymphoma') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight and melanoma. Concomitant products included since 2012, since 2016, botulinum toxin type a (botox) since 2016, butalbital;caffeine;paracetamol (fioricet) since 2015, celecoxib (celexa), cetirizine from 2015 to 2016, clobetasol propionate (temovate) from 2016 to 2017, diazepam (valium) from 2010 to 2012, diltiazem hydrochloride (tiazac xc), docusate sodium (colace) since 2007, etanercept (enbrel) from 2012 to 2016, ferrous sulfate since 2016, fish oil (omega 3 fish oil) since 2015, fluoxetine hydrochloride (prozac) since 2016, furosemide (lasix) from 2016 to 2017, furosemide;potassium chloride (lasix + k), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin) since 2016, hydroxychloroquine, latanoprost, latanoprost (xalatan) since 2016, linaclotide (linzess) since 2016, loratadine since 2016, losartan since 2016, nystatin, olopatadine hydrochloride (patanol) since 2016, oxcarbazepine since 2016, phentermine since 2016, potassium chloride since 2016, prednisone since 2010, proton pump inhibitors since 2016, rituximab (rituxan) since 2016, salbutamol since 2016, spironolactone (aldactone a) since 2016, sumatriptan since 2015, timolol maleate (timoptic), topiramate, valproate semisodium (depakote) since 2015 and vitamin d nos (vitamin d) since 2016. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problem : depression"), insomnia ("insomnia") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") with abdominal pain upper, urinary tract disorder ("urinary disorders") with abdominal pain lower, vaginal discharge ("vaginal discharge") and irritable bowel syndrome ("ibs") with constipation, abdominal distension and gastrointestinal pain. In july 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced glaucoma (seriousness criterion medically significant) with dry eye and iritis. In 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"), hypoaesthesia ("neurological conditions or problems type: numbness") and limb discomfort ("heaviness in legs"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 years after insertion of essure (ess205). On an unknown date, the patient experienced colitis ischaemic (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), anxiety ("anxiety") with panic attack, paraesthesia ("prickly sensation of skin/tingling in legs"), migraine ("migraines") with nausea, headache ("headaches"), asthenia ("weakness"), allergy to metals ("nickel allergy") with dermatitis allergic and erythema, back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), candida infection ("thrush"), inflammation ("inflammatory response from essure"), scar ("scar tissue"), menstruation irregular ("menstrual cycle became very irregular"), vision blurred ("blurry vision"), muscular weakness ("muscle weakness\weakness in legs"), flushing ("skin flush"), rash ("periodic rashes on my stomach, legs and arms"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), hypokalaemia ("hypokalemia"), intervertebral disc degeneration ("lumbar disc degeneration"), cervical spinal stenosis ("cervical spinal stenosis") and skin warm ("red hot skin") and was found to have malignant melanoma (seriousness criterion medically significant) and lymphoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colitis ischaemic, rheumatoid arthritis, glaucoma, anxiety, depression, insomnia, fibromyalgia, paraesthesia, bladder disorder, urinary tract disorder, migraine, headache, hypertension, tooth disorder, hypoaesthesia, asthenia, limb discomfort, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, back pain, vulvovaginal pain, candida infection, malignant melanoma, inflammation, scar, lymphoma, menstruation irregular, vision blurred, muscular weakness, flushing, rash, feeling abnormal, memory impairment, hypokalaemia, intervertebral disc degeneration, cervical spinal stenosis and skin warm outcome was unknown and the vaginal haemorrhage, menorrhagia and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, candida infection, cervical spinal stenosis, colitis ischaemic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flushing, glaucoma, headache, hypertension, hypoaesthesia, hypokalaemia, inflammation, insomnia, intervertebral disc degeneration, irritable bowel syndrome, limb discomfort, lymphoma, malignant melanoma, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, paraesthesia, pelvic pain, rash, rheumatoid arthritis, scar, skin warm, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes information received: I was informed by the doctor that during the procedure he was having difficulty inserting the coil into the right tube because I was wiggling. He said they had no choice but to put me under anesthesia and complete the rest of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: satisfactory post occlusion; on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: thrush, melanoma, inflammatory response from essure, scar tissue, lymphoma, menstrual cycle became very irregular, blurry vision, muscle weakness, cheeks turn red, skin flush, periodic rashes on my stomach, legs and arms, brain fog, forgetfulness. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. New events: hypokalemia, lumbar disc degeneration, cervical spinal stenosis,red hot skin were added. Concomitant drugs, conditions and plaintiffs information added. Onset dates were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), colitis ischaemic ('gastrointestinal or digestive system condition type: ischemic colitis'), rheumatoid arthritis ('rheumatoid arthritis'), glaucoma ('glaucoma'), malignant melanoma ('melanoma') and lymphoma ('lymphoma') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis. Concurrent conditions included overweight. Concomitant products included since 2012, since 2016, botulinum toxin type a (botox) since 2016, butalbital;caffeine;paracetamol (fioricet) since 2015, cetirizine from 2015 to 2016, clobetasol propionate (temovate) from 2016 to 2017, diazepam (valium) from 2010 to 2012, docusate sodium (colace) since 2007, etanercept (enbrel) from 2012 to 2016, ferrous sulfate since 2016, fish oil (omega 3 fish oil) since 2015, fluoxetine hydrochloride (prozac) since 2016, furosemide (lasix) from 2016 to 2017, hydrochlorothiazide, hydrocodone bitartrate;paracetamol (vicodin) since 2016, hydroxychloroquine, latanoprost (xalatan) since 2016, linaclotide (linzess) since 2016, loratadine since 2016, losartan since 2016, nystatin, olopatadine hydrochloride (patanol) since 2016, oxcarbazepine since 2016, phentermine since 2016, potassium chloride since 2016, prednisone since 2010, proton pump inhibitors since 2016, rituximab (rituxan) since 2016, salbutamol since 2016, spironolactone (aldactone a) since 2016, sumatriptan since 2015, timolol maleate (timoptic), valproate semisodium (depakote) since 2015 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") with abdominal pain upper, urinary tract disorder ("urinary disorders") with abdominal pain lower, vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 years after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ischaemic (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant) with dry eye and iritis, anxiety ("anxiety") with panic attack, depression ("psychological or psychiatric problem : depression"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), paraesthesia ("prickly sensation of skin/tingling in legs"), migraine ("migraines") with nausea, headache ("headaches"), hypoaesthesia ("neurological conditions or problems type: numbness"), asthenia ("weakness"), limb discomfort ("heaviness in legs"), allergy to metals ("nickel allergy") with dermatitis allergic and erythema, dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("ibs") with constipation, abdominal distension and gastrointestinal pain, alopecia ("hair loss"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), candida infection ("thrush"), inflammation ("inflammatory response fromessure"), scar ("scar tisse"), menstruation irregular ("menstrual cycle became very irregular"), vision blurred ("blurry vision"), muscular weakness ("muscle weakness"), flushing ("skin flush"), rash ("periodic rashes on my stomach, legs and arms"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"), malignant melanoma (seriousness criterion medically significant) and lymphoma (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full); salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colitis ischaemic, rheumatoid arthritis, glaucoma, anxiety, depression, insomnia, fibromyalgia, paraesthesia, bladder disorder, urinary tract disorder, migraine, headache, hypertension, tooth disorder, hypoaesthesia, asthenia, limb discomfort, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, back pain, vulvovaginal pain, candida infection, malignant melanoma, inflammation, scar, lymphoma, menstruation irregular, vision blurred, muscular weakness, flushing, rash, feeling abnormal and memory impairment outcome was unknown and the vaginal haemorrhage, menorrhagia and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, candida infection, colitis ischaemic, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, flushing, glaucoma, headache, hypertension, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, limb discomfort, lymphoma, malignant melanoma, memory impairment, menorrhagia, menstruation irregular, migraine, muscular weakness, paraesthesia, pelvic pain, rash, rheumatoid arthritis, scar, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: satisfactory post occlusion; on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: thrush, melanoma, inflammatory response from essure, scar tissue, lymphoma, menstrual cycle became very irregular, blurry vision, muscle weakness, cheeks turn red, skin flush, periodic rashes on my stomach, legs and arms, brain fog, forgetfulness. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events added: thrush, melanoma, inflammatory response from essure, scar tissue, lymphoma, menstrual cycle became very irregular, blurry vision, muscle weakness, cheeks turn red, skin flush, periodic rashes on my stomach, legs and arms, brain fog, forgetfulness. Reporters and concomitant drugs were added. On 26-nov-2019: amendment: concomitant drug recoded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), colitis ischaemic ("gastrointestinal or digestive system condition type: ischemic colitis"), rheumatoid arthritis ("rheumatoid arthritis") and glaucoma ("glaucoma") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis. Concurrent conditions included overweight. Concomitant products included axotal (fioricet) since 2015, botulinum toxin type a (botox) since 2016, cetirizine from 2015 to 2016, citalopram hydrobromide (celexa) since 2012, clobetasol propionate (temovate) from 2016 to 2017, colecalciferol (vitamin d) since 2016, diazepam (valium) from 2010 to 2012, diltiazem hydrochloride (tiazac) since 2016, docusate sodium (colace) since 2007, etanercept (enbrel) from 2012 to 2016, ferrous sulfate since 2016, fluoxetine hydrochloride (prozac) since 2016, furosemide (lasix) from 2016 to 2017, hydrochlorothiazide, latanoprost (xalatan) since 2016, linaclotide (linzess) since 2016, lipitac (omega 3) since 2015, loratadine since 2016, losartan since 2016, olopatadine hydrochloride (patanol) since 2016, oxcarbazepine since 2016, pantoprazole (protonix) since 2016, phentermine (adipex) since 2016, potassium chloride (k dur) since 2016, prednisone since 2010, rituximab (rituxan) since 2016, salbutamol (ventolin) since 2016, spironolactone (aldactone a) since 2016, sumatriptan since 2015, timolol maleate (timoptic), valproate semisodium (depakote) since 2015 and vicodin since 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") with abdominal pain upper, urinary tract disorder ("urinary disorders") with abdominal pain lower, vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, 11 years after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ischaemic (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant) with dry eye and iritis, anxiety ("anxiety") with panic attack, depression ("psychological or psychiatric problem : depression"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), paraesthesia ("prickly sensation of skin/tingling in legs"), migraine ("migraines") with nausea, headache ("headaches"), hypoaesthesia ("neurological conditions or problems type: numbness"), asthenia ("weakness"), limb discomfort ("heaviness in legs"), allergy to metals ("nickel allergy") with rash and erythema, dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/loss (specify which one)weight gain"), irritable bowel syndrome ("ibs") with constipation, abdominal distension and gastrointestinal pain, alopecia ("hair loss"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full); salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colitis ischaemic, rheumatoid arthritis, glaucoma, anxiety, depression, insomnia, fibromyalgia, paraesthesia, bladder disorder, urinary tract disorder, migraine, headache, hypertension, tooth disorder, hypoaesthesia, asthenia, limb discomfort, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, back pain and vulvovaginal pain outcome was unknown and the vaginal haemorrhage, menorrhagia and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, colitis ischaemic, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, glaucoma, headache, hypertension, hypoaesthesia, insomnia, irritable bowel syndrome, limb discomfort, menorrhagia, migraine, paraesthesia, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory post occlusion then total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Lab data added. Concomitant medication added. Following event :rheumatoid arthritis was added. Outcome of event vaginal discharge was added incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), colitis ischaemic ("ischemic colitis") and glaucoma ("glaucoma") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ischaemic (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant) with dry eye and iritis, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("anxiety") with panic attack, depression ("depression"), insomnia ("insomnia"), fibromyalgia ("fibromyalgia"), paraesthesia ("prickly sensation of skin/tingling in legs"), bladder disorder ("bladder or urinary problems or changes") with abdominal pain upper, urinary tract disorder ("urinary disorders") with abdominal pain lower, migraine ("migraines") with nausea, headache ("headaches"), hypertension ("blood or heart disorder/condition type: high blood pressure"), tooth disorder ("dental problems"), hypoaesthesia ("numbness"), asthenia ("weakness"), limb discomfort ("heaviness in legs"), allergy to metals ("nickel allergy") with rash and erythema, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs") with constipation, abdominal distension and gastrointestinal pain, alopecia ("hair loss"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, colitis ischaemic, glaucoma, anxiety, depression, insomnia, fibromyalgia, paraesthesia, bladder disorder, urinary tract disorder, migraine, headache, hypertension, tooth disorder, hypoaesthesia, asthenia, limb discomfort, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia, back pain and vulvovaginal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, colitis ischaemic, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, glaucoma, headache, hypertension, hypoaesthesia, insomnia, irritable bowel syndrome, limb discomfort, menorrhagia, migraine, paraesthesia, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: satisfactory post occlusion . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, and events- abnormal bleeding (vaginal, menorrhagia), skin rash; hot red skin, anxiety, depression, panic attacks, insomnia, fibromyalgia, ischemic colitis, prickly sensation of skin/ tingling in legs, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, high blood pressure, nausea, dental problems, numbness, weakness, heaviness in legs, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, dry eyes, iritis, glaucoma, fatigue, weight gain, ibs, constipation, bloating, hair loss and lower right abdominal pain, lower back pain, vaginal pain, intestinal pain, stomach pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.